Event description:
It was reported that the patient presented to the emergency room for palpations. Upon interrogation several non sustained episodes were stored due to oversensing of noise. The patient was noted to have twiddler's syndrome. Boston scientific technical services (ts) was consulted and suggested further evaluation of the right ventricular (rv) lead as there was oversensing on both the presenting electrogram and stored intracardiac electrogram. The field representative noted the noise was able to be reproduced with pocket manipulations, however since there was no pacing inhibition the physician would continue to monitor the patient. No programmer changes were made at that time. Seven months later the patient underwent a revision procedure where the rv lead was surgically abandoned due to continued issues. A new rv lead was successfully placed. No additional adverse patient effects were reported.